Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The complaint cannot be confirmed. Evaluation of the device cannot confirm events that are physiological in nature such as erosion. While it was not possible to draw a definitive conclusion regarding the root cause of the reported event, it was observed within the product's instruction for use (IFU) that erosion is a recognized adverse event associated with gastric banding and the realize gastric band. Potential causes are outlined in the IFU. Efforts were made to obtain further information but without success. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Event description:
It was reported that approximately five weeks post implant a realize adjustable band, the patient had the first fill and was complaining of pain. An endoscopy was performed and band erosion was determined. Approximately two weeks ago, an upper gi and egd was done. The band and port were removed. The patient is fine.